Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the alarm received was motor arm failed self-test. Troubleshooting was performed for error and came up with motor arm failed self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with high sleep current, alarmed failed self-test during self-test and lost sensor alarms due to faulty electrical component on the radio frequency board. Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, unexpected restart error test and displacement test. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker.